Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate therapy due to sudden rate drop timeout. The patient was inappropriately shocked twice resulting in normal sinus rhythm. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this patient received inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Technical services (ts) recommended programming changes. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate therapy due to sudden rate drop timeout. The patient was inappropriately shocked twice resulting in normal sinus rhythm. No additional adverse patient effects were reported. This device remains in service.